Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis therapy. The cause of peritonitis was unknown. On an unreported date, the patient was hospitalized for the event. The patient was treated with an unspecified medication (dose, frequency and route not reported) for peritonitis. At the time of this report it was unknown if the patient recovered from the event. Action taken with dianeal therapy was not reported. No additional information is available.